Event description:
The surgeon reported strikethrough around the upper thigh area of the gown during a total joint replacement procedure. The customer states that it was around the area that contained an impervious panel. No sample or lot number was retained. No blood borne pathogens involved.